Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening on the anterior, crease flat, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified one sharp opening on the valve bond edge. A dimensional measurement in the shell was performed which identified the thickness within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on valve bond edge anterior due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.